Manufacturer narrative:
The cs sequence indicated the pac was originated in left atrium la, so bundle branch (bb) ablation was performed and accessed to the left atrium. At the time, unusual poor and diffusion of contrast was observed around fossa under fluoroscopic. The sheath was placed at right superior pulmonary vein (rspv) using the ablation catheter as guide and the la angiography was performed. The lasso catheter was inserted to check the pulmonary vein potential (pvp) and the firing from rspv was observed. The firing from rspv seemed to be the origin of the pre-atrium contraction (pac), and the ablation was performed at roof-anterior (the contact force value was under 40g, power was 30w). Before the ablation the blood pressure gradually dropped, and after the rspv ablation body surface echo was checked and confirmed the pericardial effusions. The cardiac drainage was performed. At first 250ml blood was withdrawn but bleeding did not stop. The blood pressure dropped to 60. The vasopressor therapy was performed and blood pressure was maintained. Finally the bleeding stopped. The patient left the catheterization laboratory wearing drain, and was fully recovered. The physician assessed the cause of this adverse event was procedure related. Generator: power control mode. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) female patient suffered cardiac tamponade with cardiac drainage performed before ablation phase during an atrial fibrillation (a-fib) procedure. The patient has cardiac abnormality that descending aorta goes through the posterior of heart more to the right side than usual. Per documented ECG, the physician had targeted to treat ventricular tachycardia (vt), and 6 pre-ventricular contraction (pvc)s was observed before the procedure. After the catheter was inserted into the cardiac cavity, electrophysiology test was performed and atrial tachycardia (at) was confirmed. The pentaray nav catheter was placed in right atrial and a-burst was conducted but at became atrial fibrillation (a-fib) and was stopped by cardioversion. The physician tried to induce at by the same pacing but a-fib was induced again. The physician changed the way, and the mapping of pac was performed at right atrium but it became a-fib immediately and cardioversion again.